Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Isometric testing was performed and noise was not reproduced. Reprogramming was performed to resolve the event. The patient was in stable condition. Further information was requested but not yet available.